Manufacturer narrative:
Complaint (B)(4): no samples available for evaluation - customer advised samples were discarded/not available. The complaint is currently under investigation. Upon completion of the complaint investigation, a supplemental report will be filed.

Event description:
The customer advised while initiating the IV, two different blue top tubes would not fill up to the manufacture's required "fill" line. The third tube would fill enough but after removing the tube from the vacutainer, blood would leak through the top of the blue tube when trying to agitate the sample. Ref number 454334 lot number b241034v. Staff has had multiple complaints about this issue.

Manufacturer narrative:
(B)(4). No samples were received for evaluation. Received customer pictures. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. The complaint cannot be determined. Corrected data: h6: type of investigation, investigation findings, investigation conclusion; h11: manufacturer narrative.